Event description:
It was reported that there was a hole noticed in the secondary tubing set causing an unspecified fluid to leak onto the nurse while priming. This occurred in oncology. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a hole noticed in the secondary tubing set causing an unspecified fluid to leak onto the nurse while priming. This occurred in oncology. There was no patient involvement.

Event description:
It was reported that there was a hole noticed in the secondary tubing set causing an unspecified fluid to leak onto the nurse while priming. This occurred in oncology. There was no patient involvement.

Manufacturer narrative:
Additional information provided: d.4 & h.4 the customer's report of a hole in the tubing set causing a leak was confirmed. The set was inspected for kinks, holes/tears in the tubing, or damages to the components. Visual inspection of the set noted a tear in the approximately 1/4 inches below the drip chamber component. The tear was measured as approximately 0.06 inches in length. Further inspection around the tubing area observed an abrasion on the opposite side of the tear. Functional and pressure testing confirmed fluid slightly leaking out from the tear. The cause of the leak was due to the observed tubing tear. The root cause of the observed damage was not identified. The device history record for set model ms3500 lot 20013378 shows the set was manufactured on 23jan2020 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set.